Event description:
Implant became loose and oral cavity bled a little over 6 months after prosthetic restoration. Stability was achieved but osseointegration was not achieved. Bone quality was type ii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure. Proper intended use of the implant is described in the instructions for use.